Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that patient line separated from the cartridge. Reportedly, the user stated that the tubing most likely was caught on an object. However, it could not be confirmed. The customer's blood glucose level was 121 mg/dl. The customer successfully loaded a new cartridge.